Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4), biomet cruciate tray; vanguard anterior stabilized bearing; series a patella. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-05061 / 1825034-2016-05062).

Event description:
Patient underwent a right knee revision procedure approximately 15 months post implantation due to pain, clicking and numbness. Pre-operative knee exam identified loosening of the femoral component and a small effusion. The femoral component was removed and replaced along with the tibial tray and bearing.